Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. The unit also was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they went into a pool and the device alarmed shortly afterwards. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 270 mg/dl at time of reporting. Nothing further reported.